Event description:
(B)(6) male with hcc received therasphere treatment (93.5 mci 90;7 mci delivered to liver 2.8 mci calculated outside of liver due to shunting) on (B)(6) 2012. The pt was admitted to hospital on (B)(6) 2012, with abdominal pain and ascites. He was given diuretics and paracentesis and discharged in stable condition. On (B)(6) 2012, the pt was re-admitted to hospital "coughing up blood". The pt died on (B)(6) 2012. Additional info including test results: (B)(6) 2012, y90 93.5 mci 90;7 mci delivered to liver 2.8 mci calculated outside of liver due to shunting. On (B)(6), ip admission add pain and ascites plan diuretics and paracentesis discharge in stable condition. On (B)(6) 2012, admitted to local hospital in (B)(6), with coughing up of blood. No other info available.

Manufacturer narrative:
Given the info, cannot rule out gi ulceration caused by therasphere treatment.